Manufacturer narrative:
A deployed ultraflex stent was returned for analysis; the delivery system was not returned. The stent was measured to be within specifications and no issues were noted with the stent. The investigation could not confirm the reported event of stent failed to expand. The reported issues were likely attributable to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on october 11, 2017 that an ultraflex tracheobronchial covered distal release stent to be used to treat a 16 mm x 80 mm stricture in the airway caused by thyroid adenoid cystic carcinoma during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to successfully deploy the stent. However, the stent failed to expand. The stent was removed using forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex tracheobronchial covered distal release stent to be used to treat a 16 mm x 80 mm stricture in the airway caused by thyroid adenoid cystic carcinoma during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to successfully deploy the stent. However, the stent failed to expand. The stent was removed using forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.